Event description:
It was reported that the device only cut and stapled 1/3 of the staple line. No harm to patient.

Manufacturer narrative:
(B)(4). Batch #: 253a44. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with a gst60b reload loaded on the device and two ecr60b reloads (b and c) present. Also, two black test skins with some malformed staples were received inside of a bubble wrap along with the device. The reload loaded, reload b and reload c were received partially fired 1/3. Reload b and c batch 410a84. The condition of the malformed staples was due to an incomplete fired. The device was tested for functionality in the articulated position with the returned reloads by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.